Event description:
Per the clinic, it was reported that the patient was deemed to be a cochlear implant candidate by audiology. The device was explanted under general anesthesia on (B)(6) 2025 and the patient was reimplanted with a new cochlear implant from another manufacturer during the same surgery.